Event description:
(B)(6). The dealer stated that the charger port ac power cord plugs were burnt and missing a chunk of the insulation. No injury was reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51 pronto power wheelchair, serial number/date code (B)(4) approximately two year old. The owner's manual part number 1125085 rev. J (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.